Manufacturer narrative:
Patient identifier and weight are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, broken or fractured component was observed.